Manufacturer narrative:
Unit was received with cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the reservoir compartment was damaged which caused reservoir to fall out; as a result, customer had high blood glucose. Customer's blood glucose was 530 mg/dl. Customer was advised that insulin pump would need to be replaced.